Manufacturer narrative:
This report is being filed under exemption e2012068 by (B)(4). Arjohuntleigh received a complaint where it was indicated that stitching inside of the grey loop of the sling failed. No injuries to patient were reported. An investigation was carried out into this complaint. When reviewing similar reportable events, we have found a number of cases with similar fault description (loop stitching inside loop failed). The trend observed for reportable complaints with this failure mode is currently considered to be low and stable. It has been established that the sling was not being used for patient handling at the time of the event. During our investigation the sling was found grey loop stitching inside loop failed and was found to not have been to specification. The sling was not in use at the time for patient care and it did not cause or contribute to an adverse event, but it is the focus of our report and investigation. A proper inspection of the sling should have detected the failure of this sling, especially since one of attachment points of the loop was broken. The sling IFU contains crucial information: - "due to nature of their use it is imperative that a patient transfer sling be inspected prior to each use". - "check all loops at their connection/stress points. Twist these with your fingers and look for any signs of frying. See the accompanying diagram of a common sling to assist you in locating loop points and other key areas." - "check the stitching of the entire sling, look for any frying or loose stitching." IFU warns users: "caution if any abnormalities are detected after the sling inspection, or if you have any doubts about the sling safety, as a precaution and to ensure safety, stop using it." Therefore, the sling showing signs of unstitching, should be withdrawn and replaced as was done in the issue investigated here. After reviewing the complaint it comes forward that the loop stitching was partially broken apart. It appears most likely to occur as follows: as the pressure on the sling loop, in the opposite direction of that experienced in normal use which can be caused by the caregiver pulling the loops that way by hand, or, a much higher strain, where the loop/sling becoming caught in an obstruction. This appears to be an indication of the loop being broken due to the application of outside force that causes the break. Since the loop break is indicated to have occurred outside of use, it may have been caused even by becoming stuck during the mechanical washing or drying process. After this review, we can state the event outcome of the breaking off the loop, is not likely to happen when following the device labeling or the instructions for use (IFU). The sling is not likely to fail during the intended, correct use as described in the IFU, but that a failure can occur during a use error. We find it likely that the loop broke due to the loop suffering stress that is not likely to be encountered during on label use. We find this complaint to be reportable to the competent authorities in the abundance of caution due to potential of serious injury if the incident would to re occur during use with the resident.

Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2017 arjohuntleigh received customer complaint where it was reported that stitching inside of loop failed. No patient involvement was reported.